Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodule (injection site nodule) was deemed to meet serious injury criteria of life threatening. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2022-00051 referring to the same patient. This consumer report was received from a (B)(6) consumer and concerns a (B)(6)-year-old female patient (height: 165 cm, weight: (B)(6)). She was injected with radiesse, into the nasolacrimal area, on (B)(6) 2020. She was injected supra-periosteally into 2 injection points (ambiguously reported as with a total of 1.5 ml and 0.8 ml per side), using a cannula. The patient did not have previous aesthetic treatments. She had no allergies. On (B)(6) 2020, after the treatment with radiesse, the patient experienced pain and a nodule at the transition of the hard palate to the inferior, and periodic inflammation of the lymph nodes (mandibular and parotid). On (B)(6) 2021, the patient started to experience secretion of salty mucus in the mouth and an unpleasant smell of mucus, saliva (also ambiguously reported as on (B)(6) 2022). Measures included surgeons, therapist consultation, ultrasound study, computer tomography, multislice computed tomography and magnetic resonance imaging (MRI). In (B)(6) 2021, the patient received covid-19 vaccination. As reported, raynauds syndrome was a questionable consequence after the introduction of the filler. The outcome of the events periodic inflammation of the lymph nodes and secretion of salty mucus/ unpleasant smell of mucus, saliva was reported as unknown. The outcome of the events nodule and pain was reported as unknown (also ambiguously reported as until (B)(6) 2022). In the opinion of the reporter, the events were of mild intensity, life-threatening, unknown if permanent (considered as permanent) and related to radiesse.